Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an intermittent power issue in the pump. The reporter stated that the patient's blood glucose was greater than 500mg/dl, was treated in the ER on (B)(6) 2014 with IV fluids, and pump use was discontinued. It was reported that the pump had been rebooting indicating an intermittent power loss. Reportedly, the alleged power issue had not occurred during or after a battery change. It was reported that the start of the alleged power issue was unknown and there was no damage to the battery cap or battery compartment. Troubleshooting determined that the patient's healthcare provider had not made pump setting adjustments before or after the alleged event. It could not be determined if any other health conditions or any other medications may have contributed to the alleged hyperglycemic event. This case is being reported on the allegation of a hyperglycemic event associated with alleged intermittent power issue where pump malfunction could not be ruled out.